Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise on the right ventricular lead. Further investigation found that the noise was due to an unrelated medical procedure on (B)(6) 2021. Patient then came into the clinic on (B)(6) 2021 for a check up. All measurements on the lead were normal. No intervention was performed. Patient was stable after the event.